Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was noted as severely kinked with all wires broken approximately 9 cm from the stimulation end. Discoloration was observed in the lead segment and the paddle. Due to the broken wires in the lead segment, functional testing was unable to be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and surgical lead, on (B)(6) 2010. It was reported that the physician planned to revise the lead location in order to optimize the pt's stimulation on (B)(6) 2011. During the procedure, it was reported that he discovered a small fracture in the lead about 3 cm from the anchor site. An x-ray allegedly taken prior to the procedure had not shown the lead fracture. The lead was explanted and replaced on (B)(6) 2011. The explanted lead was returned to the manufacturer for analysis. No further issues have been reported from the pt.